Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed appropriately. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that needle was unable to be primed with a bd pen ndl 32ga 4mm. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out upon air purge.